Event description:
Single-site bipolar maryland. Moving the gall bladder with the bipolar maryland, the tip broke from the shaft of the instrument; all pieces were still attached and intact. In addition, all pieces were identified upon the removal of the instrument.